Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported battery issue. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. Confirmed battery test failure. The manufacturer¿s field service engineer (fse) replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.